Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating that the sensor broke while inserting. Customer's blood glucose at time of incident was 9.3mmol/l. Customer stated that the serter is also broken. Customer was advised that we are sending 2 replacement sensor and along with serter replacement.